Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Lot number was not provided, therefore review of the manufacturing records could not be completed. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the blood pressure (map in particular) obtained from the clearsight system was more than 40mmhg off the value of a femoral arterial line in a tavr case. Unknown what trouble shooting occurred, but the finger cuff was considered suspect. No patient complications were reported. Patient demographics were unable to be obtained.